Event description:
I had the essure procedure done and it took 3 hours due to my uterus being tilted and a lot of fluid. I started running a fever of 104, bleeding excessively and in a major amount of pain. My body rejected them because I am an autoimmune pt that has been on steroids daily for 3 months and they had to be removed.